Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a maintenance check it was observed that the attachment device was running hot and would not hold the cutter. The event was not related to surgery. It was that reported there was no delay in a scheduled surgical procedure, as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was running hot and would not hold the cutter was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that there was vibration. It was observed that the bearings were worn out and corroded. It was determined that the bearings showed signs of damage indicative of immersion during cleaning which is failure to follow the directions for use (dfu). It was determined that this was due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.